Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens review of the instrument files shows that there is benzalkonium interference during the suspect sample times. This caused massive disturbance to the na+ sensor. Per the rp500 operators manual, benzalkonium is a known interfering substance to the na sensor and should be avoided. Siemens went onsite and performed a total service visit which includes the following: air filter check and replacement, verified that the luer assembly is fully snapped in, lubricated the lead screw on the cartridge interface frame, inspected the fiber bundle and cables, ensured scif assembly has free movement in every direction, checked m valve alignment, checked the sample and wash pump operation and replaced the measurement, wash/waste and aqc cartidges which were in the expected ranges.

Event description:
The customer reported low sodium values on the rp 500 compared to a comparitive laboratory analyzer. There was no injury reported due to this event.